Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated diminished atrial sensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID: 4068-58 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead triggered an alert for bipolar and unipolar low impedance. In addition, the lead was undersensing the p waved. It was further reported that the right ventricular (rv) lead triggered an alert for high bipolar thresholds. The leads remain in use. No patient complications have been reported as a result of this event.